Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands. The tip of the device was noted to be severely damaged. A visual and tactile examination found the shaft of the device to be severely kinked approximately 125mm distal of the strain relief. No other issues were noted with the device during analysis.

Event description:
Reportable based on device analysis completed on 21jun2019. It was reported that balloon damage occured. The target lesion was located in anterior cephalic vein in the forearm. A 10.0mm x40mm, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon could not continue to increase pressure. When the device was removed, it was found that the balloon was damaged. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.